Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7006774/7006781.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient had severe itching possibly from the titanium in the spinal cord stimulator (scs) device. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and will not be returned.